Manufacturer narrative:
The company service rep examined the system and did not find any problems. The software was updated. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. A review of service requests for the last 24 months did not indicate any add'l, related reports for this system. (B) (4). (B) (4). (B) (4).

Event description:
The surgeon reported the system is not changing from fluid to air. The facility reported no system messages displayed. Add'l info received from the surgeon stated no pt injury occurred. The case was extended an hour while the facility biomedical technician conducted troubleshooting the company technical support specialist. The case was then completed as planned. No pt injury was reported.